Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) episodes. During examination, it was noted that the oversensing was caused by noise on the right ventricular (rv) lead. Lead revision was recommended but was not performed at this time. There were no adverse consequences to the patient.